Event description:
Manufacturer report number 2017865-2018-09474. It was reported that on (B)(4) 2018 the patient presented in clinic with their right ventricular lead exhibiting noise. No intervention was performed and the patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic after receiving an alert for right ventricular oversensing. Upon review, the right ventricular lead exhibited noise oversensing. The physician elected not to perform any interventions. The patient was in stable condition and will continue to be monitored.